Manufacturer narrative:
Lot number and expiry are not available at this time. Investigation is in process. A follow up report will be reported.

Event description:
The customer called during a red blood cell exchange (rbcx) procedure because the remove valve was closed during the procedure. Air had entered the system from the inlet line. There was a replacement 'fluid not detected' alarm and 'fluid balance may be lower than reported' alarm. She paused the procedure and checked for obstructions in the channel and tried to restart and the system said it was exchanging red cells. The valve to the waste bag remained closed. She said the waste bag was not clamped, the replacement fluid bags were not clamped, she no longer could see air in the system. There were air bubbles on top of the fluid in the reservoir. Terumo bct call center had her to take it out of pause and close the saline drips and press continue. The operator followed these directions and said it was exchanging but the waste valve never opened. The replacement fluid went into the reservoir. Terumo bct call center had her to stop the procedure and instructed her to take the patient off the machine. Upon follow up, the customer stated they had to put the patient back on this machine. They spoke with the physician and they were ok with them continuing the procedure on this machine and didn't feel like it was a machine issue, but more of a operator issue. They were able to start and complete the 2nd procedure successfully on this machine. No medical intervention was necessary. Patient gender is not available at this time. The exchange set is not available for return because it was discarded by the customer.

Event description:
The customer called during a red blood cell exchange (rbcx) procedure because the remove valve was closed during the procedure. Air had entered the system from the inlet line. There was a replacement 'fluid not detected' alarm and 'fluid balance may be lower than reported' alarm. She paused the procedure and checked for obstructions in the channel and tried to restart and the system said it was exchanging red cells. The valve to the waste bag remained closed. She said the waste bag was not clamped, the replacement fluid bags were not clamped, she no longer could see air in the system. There were air bubbles on top of the fluid in the reservoir. Terumo bct call center had her to take it out of pause and close the saline drips and press continue. The operator followed these directions and said it was exchanging but the waste valve never opened. The replacement fluid went into the reservoir. Terumo bct call center had her to stop the procedure and instructed her to take the patient off the machine. Upon follow up, the customer stated they had to put the patient back on this machine. They spoke with the physician and they were ok with them continuing the procedure on this machine and didn't feel like it was a machine issue, but more of a operator issue. They were able to start and complete the 2nd procedure successfully on this machine. No medical intervention was necessary. Patient gender obtained from the run data file (rdf). The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf did not show a conclusive root cause for the reservoir issues a valve issue described. All valve movements during the procedure appeared normal according to the data and signals observed in the rdf. Signals in the rdf did show signs of less fluid entering the reservoir than expected. This indicates that there may have been a plasma line occlusion that occurred during the procedure and likely resulted in some of the plasma ending up in the waste bag during the procedure resulting in the 3 ¿patient fluid balance may be lower than reported¿ alarms and the ¿patient's fluid balance may be 5% lower than reported¿ alarm. Common sources of plasma line occlusions include incorrect loading of the lower collar in the centrifuge, air in the connector, or a defect in the disposable causing blocking of the plasma line. If a plasma line occlusion is suspected, press the stop button and confirm the channel, lower collar and lines are correctly loaded. In addition, the system automatically clears the lines of air once the centrifuge restarts so any air in the connector would have been cleared after the centrifuge was stopped. Lot number and expiry are not available at this time. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed that the customer did not allege a malfunction of the device. Per rdf review fluid balance was reported as 100%. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Review of the rdf did not show a conclusive root cause for the reservoir issues a valve issue described. All valve movements during the procedure appeared normal according to the data and signals observed in the rdf. Signals in the rdf did show signs of less fluid entering the reservoir than expected. This indicates that there may have been a plasma line occlusion that occurred during the procedure and likely resulted in some of the plasma ending up in the waste bag during the procedure resulting in the 3 ¿patient fluid balance may be lower than reported¿ alarms and the ¿patient's fluid balance may be 5% lower than reported¿ alarm. Common sources of plasma line occlusions include incorrect loading of the lower collar in the centrifuge, air in the connector, or a defect in the disposable causing blocking of the plasma line. If a plasma line occlusion is suspected, press the stop button and confirm the channel, lower collar and lines are correctly loaded. In addition, the system automatically clears the lines of air once the centrifuge restarts so any air in the connector would have been cleared after the centrifuge was stopped. Lot number and expiry are not available at this time. Investigation is in process. A follow up report will be reported.

Event description:
The customer called during a red blood cell exchange (rbcx) procedure because the remove valve was closed during the procedure. Air had entered the system from the inlet line. There was a replacement 'fluid not detected' alarm and 'fluid balance may be lower than reported' alarm. She paused the procedure and checked for obstructions in the channel and tried to restart and the system said it was exchanging red cells. The valve to the waste bag remained closed. She said the waste bag was not clamped, the replacement fluid bags were not clamped, she no longer could see air in the system. There were air bubbles on top of the fluid in the reservoir. Terumo bct call center had her to take it out of pause and close the saline drips and press continue. The operator followed these directions and said it was exchanging but the waste valve never opened. The replacement fluid went into the reservoir. Terumo bct call center had her to stop the procedure and instructed her to take the patient off the machine. Upon follow up, the customer stated they had to put the patient back on this machine. They spoke with the physician and they were ok with them continuing the procedure on this machine and didn't feel like it was a machine issue, but more of a operator issue. They were able to start and complete the 2nd procedure successfully on this machine. No medical intervention was necessary. Patient gender obtained from the run data file (rdf). The exchange set is not available for return because it was discarded by the customer.